Event description:
The explanted devices were received for analysis. Analysis is currently underway but has not been completed to date.

Event description:
Product analysis on the generator was completed and approved. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. There were no additional performance, or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that the patient had a full revision due to high impedance and low battery. It was also stated below that the patient; started feeling a shocking pain on the left side of her neck starting last december and that it progressively got worse. At some point after, her neurologist started observing a high impedance. The explanted devices have not been received for analysis to date. No additional relevant information has been received to date.

Event description:
Leads were examined by product analysis. The leads were identified to have an abrasion which was determined to be likely due to normal wear. Body fluids were identified inside of the outer and inner portions of the silicone tubing. Product analysis findings go as follows: continuity checks of the returned lead portions were performed during the functional analysis, and no discontinuities were identified. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. An abraded opening on the outer tubing was observed likely due to wear. The lead assembly has dried remnants of what appear to have once been body fluids inside outer and inner silicone tubes, in some areas; no obvious path other than the identified opening and the cut ends made during the explant process. No other relevant information has been received to date.